Manufacturer narrative:
(B)(4).

Event description:
Physician reported a slight mucosal laceration upon removal of the 360 express catheter from patient's esophagus. The physician attempted to tighten it and reduce the express balloon pressure before he removed it by turning to the right. However, a mucosal laceration still occurred.